Manufacturer narrative:
A ge service rep performed an onsite investigation. The connector for power on the cine bridge board was reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that an intermittent "cine disk not available" error message would display on the system. No pt injury was reported.